Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The head section of the bed is bent.

Manufacturer narrative:
Additional/updated information was added to reflect the head section of the bed being returned to the manufacturer for evaluation. The result of the evaluation was that the bed rails were mounted in the wrong location causing the drive arm to bend, which confirmed the original complaint issue. Additionally, the cross member to the rails was returned and was also bent. Based on the new information, this is no longer an FDA reportable event. The report does not allege that the device caused or contributed to a death or serious injury. Based on established risk documentation, it has been determined that should the malfunction recur, the device would not be likely to cause or contribute to a death or serious injury.

Event description:
The head section of the bed is bent.